Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2006; 305c27 valve, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had increasing thresholds. The pace/sense portion of the lead was capped leaving the defibrillator coil in use and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.